Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that bulge was noted in the shaft of the vitrectomy cutter, which prevented its insertion into the eye through the trocar. Additionally, the shaft appears to have residue adhered at multiple locations, with the largest deposit approximately 23 millimeter from the distal end. The substance resembles an adhesive or similar material that may have contaminated the shaft at an unknown timing for the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no information about patient impact.